Manufacturer narrative:
Evaluation results: the product pertaining to this complaint was not returned for evaluation. However, the lens was returned for evaluation and visual inspection showed that one of the plate haptics was torn off and missing. Clear surgical residue on product. Conclusions: based on the the complaint history, and evaluation of the iol, a specfic root cause of the event could not be determined at this time. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon had inserted a silicone intraocular lens model aa4203lt diopter +4.5se/3.5 into the eye, and noticed the haptic was torn off. The surgeon removed the lens with no patient injury. This is the second of two lenses for this patient. See report #2023826-2005-01610.